Event description:
The pt was transported from another facility. The iab was inserted into the pt on 8/6/97 at 8:00 pm. The dr has difficulty removing the iab from the pt on 8/10/97 at 12:30 pm. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: none from the event - reported 10/3/97.) (Pt's current status: discharged-rpt'd 10/3/97.)